Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 23, pump error 4, pump error 68, pump error 63 and pump error 49 noted during test or in the history files near the event date. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assemblies. However, moisture damage noted to motor assemblies during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, corroded motor home switch. Pump passed required test and no blank display, pump error 23, pump error 4, pump error 68, pump error 63 or pump error 49 noted during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received multiple insulin pump error alarms and had blank display. Customer stated that he bumped insulin pump against the sofa after which a number of errors occurred. Customer stated battery cap was neither damaged nor corroded. Customer stated they were able to clear the alarm also able to rewind the pump. Customer stated the pump was neither stored nor without a battery for more than 8 hours. Customer stated the alarm occurred immediately after a battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.